Manufacturer narrative:
Expiration date and manufacture date are unknown, no information is available based on reported lot number. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that post reprocessing of the tube a discoloration of the silicone immediately below the flange area (yellow tinge) is noted. The more times we reprocess the tubes the discoloration becomes more pronounced. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Upon visual inspection, the color change in the tube was identified, slightly yellow areas can be seen. The complaint was confirmed. Based on the analysis performed the condition was reported after reprocessing the product. Initially the discoloration was not present during the pre-use check, the instructions for use indicate that the product should be stored and cleaned with precaution. The root cause could be due to improper use of the product. No lot number was provided therefor no device history report (DHR) review could be completed. No corrective actions are required since the root cause for discoloration of the product is for improper use of the product.